Event description:
The dealer alleges that the bed will run on its own at different times. Also says that when you press down for the foot and just hear a click without the foot section coming down. The control box is nla. The dealer has no further information available.